Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported that the patient's blood glucose result was 80 mg/dl on the aviva system. He went to eat dinner at a hotel restaurant and there was a buffet, so he served his own fruit and ate the papaya without any assistance from anyone. The patient passed out around 10 minutes after the 80 mg/dl result. He thinks the blood glucose result 80 mg/dl was incorrect and too high. The patient was passed out for around 30 minutes. The hotel called the hotel doctor who then wheel-chaired him to the clinic that they have in the hotel. The doctor treated him with an unknown injection and he then felt better. The blood glucose result was 46 mg/dl on the doctor's meter. The result of 46 mg/dl was around 45 minutes after his result of 80 mg/dl. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.